Event description:
It was reported that this pacemaker recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and suspected the issue was an spring contact with the non-boston scientific lead as an spike was noted in pacing impedance approximately ten months prior. Ts provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and suspected the issue was an spring contact with the non-boston scientific lead as an spike was noted in pacing impedance approximately ten months prior. Ts provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.